Event description:
One of the cotton string fibers fell out [device breakage]. Case narrative: consumer reported via email that one of the cotton string fibers fell out after opening the wrapper. No injury was reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
One of the cotton string fibers fell out [device breakage]. Case narrative: consumer reported via email that one of the cotton string fibers fell out after opening the wrapper. No injury was reported.

Manufacturer narrative:
A product investigation is in progress.

Event description:
One of the cotton string fibers fell out [device breakage]. Case narrative: consumer reported via email that one of the cotton string fibers fell out after opening the wrapper. No injury was reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.